Manufacturer narrative:
Investigation pending.

Event description:
Customer alleged discrepant results with meter compared to lab: pt 1; date: (B)(6) 2011, inratio: 1.1, lab: 3.8; pt 2; (B)(6) 2011, inratio: 1.8, 2nd inratio: 3.2. Pt 1 went to lab within 20 minutes of meter result. Pt 2 second result was from a different meter and was done minutes after the first result.